Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a fortrex pta balloon catheter during procedure. The tortuosity and anatomy of the vessel was normal. The device was inflated using an inflator. It is reported that the balloon ruptured when it was taken up to 8 atm. The balloon was inflated parallel to a stent and it was reported that a radiopaque marker might have ruptured the balloon. No balloon fragments remained in the vessel. Another device was used to successfully complete the procedure. No patient injury was reported. Evaluation summary: the fortrex dilatation catheter was received for evaluation without any ancillary devices. The balloon chamber exhibited a longitudinal tear that extended from the proximal cone to distal cone. The tear exhibited a slight deformation over the proximal marker band.